Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. Investigation the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva w/ maxzero tubing ballooned. The following information was provided by the initial reporter: during power injection of CT contrast with nexiva nearport pivc, tubing ballooned between nearport and IV hub.